Manufacturer narrative:
Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(6), ubd: 14-dec-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead 977c290 specify surescan 2x8 srg was associated with a return of pain, and the lead was found to be fractured, damaged, and broken at the anchor site. Troubleshooting was performed prior to the known lead fracture, including attempted reprogramming of the spinal cord stimulator for coverage. The lead fracture was discovered during surgery, and the product was explanted. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.